Event description:
An international distributor reported their customer's AED battery was depleted. No specific AED details were provided. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.